Event description:
Related manufacturer reference number:2017865-2022-10749. It was reported that the right ventricle lead exhibited failure to capture, high capture thresholds, and high pacing impedance. The atrial lead exhibited high capture thresholds. The right ventricle lead and atrial lead were both explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events of high pacing lead impedance, loss of capture, and high pacing threshold were not confirmed. As received, a partial lead was returned in two pieces. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Lead impedance test could not be performed due to as received procedural damage to the lead.